Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee washout and poly bearing exchange; dr (B)(6), (B)(6) 2018. Patient underwent primary tkr where an lcs was implanted. (Dr (B)(6), date to be confirmed). Patient presented at a&e on (B)(6) 2018. The knee was aspirated and appeared to be infected. A decision was made to open the knee and washout the joint and replace the bearing, the femoral component and tibial component were left in situ. Male patient initials (B)(6). Unknown jrn: 1 x lcs insert lrg + 10mm - discarded. Related products: 1 x lcs femoral component large + left - still implanted; 1 x lcs tibial tray - still implanted.